Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that asymptomatic patient presented to the or for a device change out due to normal eri. Externalized conductors were observed. Lead will be scheduled for replacement.